Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.13ng/ml. The same sample repeated on an I-stat cardiac troponin I cartridge yielded a result of 0.01 ng/ml. Same sample repeated a third time on an I-stat cardiac troponin I cartridge yielded a result of 0.10 ng/ml. A different sample drawn at the same time as the I-stat sample was tested using a laboratory system and yielded a result of 0.38 ng/ml.